Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. Sensor kit expiration date is 31-jan-22. The medical event associated with this case occurred on 05-nov-23 which confirms the usage of the device beyond the useful life of the device. No additional investigation is required at this time as the device met its specification lifespan. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced "confusion", "dizzy", "sweaty", and was unable to self-treat, requiring going to the hospital. At the hospital, a healthcare professional (hcp) provided third-party treatment of "insulin injection" (dose unspecified) and unspecified intravenous fluid(s) for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.